Event description:
Customer reported a motor error alarm on the insulin pump during fill tubing, bolus and basal. Customer stated that it occurs every time they change the reservoir. Customer also mentioned a failed battery test. Customer was unable to rewind the insulin pump. Customer's current blood glucose reading is 210 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.